Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was rapidly decreasing with a slight trace of ketones and the customer went to the emergency room (ER). Reportedly, the customer's bg went from 250-150 mg/dl within 45 minutes. The cause of the low bg level was unknown. While in the ER, the customer had blood work performed and treated low bg with a snickers bar. After a couple of hours in the ER, the customer left feeling lethargic with a bg of 134 mg/dl.